Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/1/2023. H6 component code: g07002 no device problem found. Additional information was requested, the following was obtained: please clarify if the 3 additional products for lot #sj2aps are involved in this complaint as the original lot reported was sl2ace. These complaints are all from the same hospital. The customer is upset that their ka200 and xc200 could not be loaded and clip many times. What was the issue with the device for the lot sj2aps? The device for the lot sj2aps cannot be loaded and clip. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned cartridge. Visual analysis of the returned samples revealed that xc200 (d) cartridge was received sterile with no apparent damage and 6 clips loaded. The cartridge was tested for functionality with the test device. Upon functional testing of the clips, the instrument loaded, retained, and deployed six clips as intended. The clips were as intended and conforms to our manufacturing requirements. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the clip performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-05857, 2210968-2023-08442, 2210968-2023-08443, and 2210968-2023-08444.

Manufacturer narrative:
Product complaint (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: please provide the applier ka200 lot number? Lot number is unknown, but batch number is 2302-030. One ka200 will be returning. Please confirm if there is an issue with the applier? If yes, please create a product complaint and provide the respective reference number(s). (B)(4) please explain how the clips were loading into the applier? Please confirm if the jaws of the applier are at 90 degree to the surface of the clip cartridge when loading: yes, was the applier checked for damaged (jaws straight and aligned)? Yes, what suture type and size was used? Yes. When the event occurred, was the suture placed near the hinge of the clip? Yes. Were you able to lock the clip closed on the suture? If yes, after it closed, was the clip holding securely fixed on the suture? Was the applier checked for damaged (jaws straight and aligned)? Yes. It was reported that the clip could not be closed. Please clarify if the clip did close/hold on the suture: if the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an urological procedure on (B)(6)2023 and suture clips were used. During the procedure, the clip could not be fed into the applier. The clip could not be closed. Another competitive device was used to complete the case. No adverse patient consequences were reported. Additional information was requested.